Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was slower by about 5 minutes. The customer's blood glucose level was 200's mg/dl. The customer reported that when low on the insulin pump did not give enough insulin during basal delivery. They also reported that the insulin pimp bad diminished battery life. The customer reported that the reservoir led to high blood glucose levels. The device will be returned for analysis.